Manufacturer narrative:
Tracking #.45314. Date sent: 11/10/1998. D5,6; h4: info not available. H6: torn insulation. Endopath curved scissors: based upoon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with approximately a 3 degree bend in the shaft and with two rips in the sheath approximately 3" away from the clevis. No conclusion could be reached as to how the instrument had become damaged. The instrument was able to be powered at settings of cut 30 to 50 watts and coag 30 to 50 watts.

Event description:
It was reported the device was used during a thoracoscopy procedure. It was reported the surgeon placed the dcs12 through a mini incision in the chest without using a trocar. The surgeon activated the electrocautery and noticed the device was not working well. The surgeon removed the device from the pt and noticed a gap in the insulation on the shaft. A new dcs12 was opened to complete the procedure without difficulty. There was no consequences to the pt.